Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #: 1420, catalog #: 1420, expiration date: 31-aug-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 13-aug-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had a suspected transient ischemic attack (tia). The event is associated with a controller exhibited loss of power and a double disconnect from the power sources. The patient was stated to have confusion, dementia, and was non-compliant in drug usage by missing doses and had subtherapeutic international normalized ratio (inr). The patient was treated with anticoagulation. The controller and the (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Heartware ventricular assist system ¿battery. Model #: 1650de, catalog #: 1650de, expiration date: 31-oct-2019, serial #: (B)(6), UDI #: (B)(4), mfg date: 27-oct-2018, patient code(s): c50781, c37928, c4786 device code(s): c63030 FDA method code(s): 4112, 4114. FDA results code(s):3213 FDA conclusion code(s): 12 heartware ventricular assist system ¿ battery model #: 1650de, catalog #: 1650de, expiration date: 31-oct-2019, serial #: (B)(6), UDI #: (B)(4), mfg date: 27-oct-2018, patient code(s): c50781, c37928, c4786 device code(s): c63030 FDA method code(s): 4112, 4114 FDA results code(s):3213 FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The manufacturer received product performance data for two batteries on the log file report. The batteries subsequently tested out of specification during manufacturer¿s analysis. The batteries remains in use.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. Review of the controller log files revealed power consumption to be within normal operating range within the analyzed period through 1(B)(6)2019 . Additionally, log files analysis revealed seven controller power-ups with their associated motor starts on (B)(6)2019 at 09:25:49, 10:00:12, 10:11:53, 10:53:33, 10:58:20, 11:17:52 and 12:01:56; respectively. Several momentary disconnections were recorded leading up to the first loss of power. The controller was without power for an average of 11 seconds. As a result, the reported "loss of power" event was confirmed. There is no evidence that the lubrication servicing was performed on the reported power sources. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: con401504 h3: yes h6: FDA method code(s): 4112,4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12,4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.